Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: release to warehouse date: july 2, 2015 - supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, or any of its subcomponents, which would have contributed to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes canada reports an event as follows: it was reported that a patient underwent an intramedullary nailing procedure of the tibia with ankle arthrodesis on (B)(6) 2016. During this procedure, suprapatellar instrumentation was used. Towards the end of the procedure, as the surgeon attempted to disconnect the connecting screw from the nail, an unusual amount of force/torque with an 8mm screwdriver and a cannulated shaft was required to disconnect the two (2) devices. As a result, the threads of the screw became damaged (cross-threaded). The procedure was completed with a reported three (3) minute delay. On the post-operative x-rays, the surgeon noted that the top of the nail was slightly deformed where the connecting screw attaches. The surgeon indicated that there are no plans to perform any revision procedures at this time. The patient's surgical outcome was satisfactory. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product investigation summary: the cannulated connecting screw (part: 03.010.404 / lot: u226050) was returned and reported to have become stuck in the nail. This complaint condition was likely caused by the application of excessive force during the attachment of the two (2) devices; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. The cannulated connecting screw is an instrument routinely used in the suprapatellar instrumentation for titanium cannulated tibial nails system. This complained condition is confirmed as there is deformation and markings along the threading of the connecting screw which could have been caused by this complaint condition. It is likely that the application of excessive force during the attachment of the two (2) devices has led to this complaint condition. The device was manufactured in july, 2015 and is almost a year old. The balance of the returned device is in otherwise fair condition with some discoloration and signs of wear along its length. The relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no non-conformance reports were generated during the production of this device. It is likely that the application of excessive force during the attachment of the two devices has led to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.